Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose to be high, as indicated by a continuous glucose monitor reading ¿high,¿ without a specific value provided. The customer administered a correction bolus using the pump to address the bg level. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin therapy.